Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to tear in cylinder to pump tubing. Attempts to pump up the device resulted in the pump staying flat due to fluid loss. A new inflatable penile prosthesis was implanted. No patient complications were reported.